Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported error message rm03 when attempting to charge their implanted neurostimulator. Patient stated the issue started in the early part of march and was real consistent but then seemed to kind of getting resolved by itself and now it is back. Patient added they have noticed when they are charging the implant it feels warmer/hotter than it used to. Patient said they don't feel like the paddle is getting hot, but rather their butt is getting warmer. Patient reported no visible damage to the controller port, controller battery compartment pins or battery pack; patient denied any rattling noise inside the controller. Patient did reported the recharger cord is loose where it meets the paddle. The issue was not resolved through troubleshooting. A replacement recharger telemetry module (rtm) was sent out. Agent redirected to hcp if recharger replacement does not resolve the heat at implant site. Patient noted they had mentioned this to their healthcare provider (hcp) at their previous appointment. Patient commented that they have an upcoming surgery. Additional information was received from the patient. The patient stated that the previous issue persist. Patient stated that rm03 screen appeared while recharging the ins. Patient also stated that it takes time to start a recharging session. Agent removed the bp (battery pack) out of the controller and plugged in the controller to ac power cord. Patient confirmed that the controller powered on. Agent had patient put back the bp in the controller and patient confirmed that the controller flash green light. Patient stated no visible damage from the recharger and controller. Agent had patient attempted a recharging session and confirmed the ins was recharging excellent. Due age of controller and ongoing issue, the agent decided to replace the controller. Agent sent a request to repair to replace the controller. Additional information was received from the representative (rep). It was reported that they have never worked with this patient and they do not know of any device/therapy issues related to this patient. They confirmed if they were aware of any such issue, th ey would have submitted a report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G3 : date was mentioned incorrectly in previous report . Updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.